Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing leg paralysis and urinary incontinence.

Event description:
It was reported that the patient was experiencing leg paralysis and urinary incontinence. Additional information was received that the patients leg paralysis and urinary incontinence were device related.